Event description:
It was reported that the patient will be undergoing a future revision surgery due to fluid loss of his inflatable penile prosthesis (ipp), as what told by the physician. No specific date yet for the procedure. No more information available at the moment.